Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2021, the patient experienced a skin reaction with itching, burning, redness, inflammation, blisters, dry skin, drainage, and ¿pinking of the skin¿ extending beyond the patch perimeter. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor and was prescribed an unspecified oral anti-allergen medication. Of note, it was reported that the patient was also prescribed xifaxin and farixga, but these do not appear to be related to the skin reaction event. At the time of the report, the patient was in good condition. No additional patient or event information is available.